Event description:
The lead would not advance into the implantable neurostimulator header past the 4th contact. The hcp unscrewed the set screw; the lead would not advance. The first lead had inserted normally. After multiple attempts, a new neurostimulator was opened. Both leads inserted easily into the new device.

Manufacturer narrative:
(B)(4): the neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.